Event description:
It was reported to fresenius customer service (cs) that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up documentation from the patient's pd registered nurse (pdrn) revealed the patient presented to their outpatient home dialysis clinic with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 5 days for 21 days. The patient's peritoneal effluent culture result returned positive for enterococcus faecalis, and the patient's vancomycin was continued. The cause of the patient's peritonitis was not provided, however the pdrn reported the serious adverse events were unrelated to the use of any fresenius device(s) and/or product(s). The pdrn reported the patient is recovering and continuing to undergo continuous cyclic pd (ccpd) therapy utilizing the same liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. Additionally, enterococcus faecalis is a normal inhabitant of the human gastrointestinal tract, and peritoneal enterococcal infections are usually the result of a touch contamination event or from a possible gi source. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers' specifications.

Event description:
It was reported to fresenius customer service (cs) that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up documentation from the patient¿s pd registered nurse (pdrn) revealed the patient presented to their outpatient home dialysis clinic with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 5 days for 21 days. The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis, and the patient¿s vancomycin was continued. The cause of the patient¿s peritonitis was not provided, however the pdrn reported the serious adverse events were unrelated to the use of any fresenius device(s) and/or product(s). The pdrn reported the patient is recovering and continuing to undergo continuous cyclic pd (ccpd) therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.